Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 was defective. The c-ring split in half. No particles dislodged from c-ring. The device was removed intact. The only procedural delay was the amount of time to open a new kit. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6)2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.